Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the rv lead had a broken tip/ring wire. The lead integrity alert showed evidence of oversensing and high impedance. The pace sense portion of the lead was replaced by another lead. The high voltage portion is still in use. No further patient complications have been reported as a result of this event.